Manufacturer narrative:
This report is being filed to update the initial reporter name, last name, facility name, address, city, occupation and zip code.

Event description:
It was reported that this patient implanted with this electrode experienced recurring infection at the xiphoid incision despite administering antibiotics. A removal of the electrode was considered but has not occurred to date. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation is complete. Should additional information become available this investigation will be updated.

Event description:
It was reported that this patient implanted with this electrode experienced recurring infection at the xiphoid incision despite administering antibiotics. Additional information noted that a system explant took place without the presence of a boston scientific personnel, and thus no model/serial number for the electrode was obtained. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation is ongoing. Should additional information become available this investigation will be updated.

Event description:
It was reported that this patient implanted with this electrode experienced recurring infection at the xiphoid incision despite administering antibiotics. A removal of the electrode was considered but has not occurred to date. No additional adverse patient effects were reported.